Event description:
Per oos, pt had complained of feeling ill since her pacemaker was changed early last year. The thresholds and impedances were normal every time the device was checked. The pt reported that ventricular sensing tests caused her to feel bad in the same way she had reported. The pt is very symptomatic. No movement or change of position affected the threshold tests. On (B) (6) 2009, the pt was admitted to the ER with a heart rate in the 20's and 30's. Andy flynn saw no pacing spikes and found the pt to be pacing normally with normal thresholds and impedances when he arrived; no movement on the pt's part changed the test results. The ventricular pacing configuration was changed to unipolar. Prior to the procedure, the pt was changed back to bipolar but without warning the device went back to pacing unipolar. Lead check was not on. While the device was still in the pocket, no output was recorded for the device, only p-waves could be seen on the screen. The device was changed back to bipolar pacing, but a re-initialization screen appeared on the programmer. A new cylos dr was implanted. The ventricular lead showed a threshold of 0.8v with normal impedance. The physician decided to cap the lead. Related devices: philos ii dr, (B) (4), MDR: 1028232-09-0401.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.